Event description:
It was reported that shaft break occurred. The 20x3.5mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. After an unspecified stent was implanted, a 15mm x 3.5mm quantum maverick catheter balloon was selected to post-dilate the lesion but the shaft broke off during insertion of the device. The physician withdrew the balloon with the unspecified guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was returned in two (2) pieces. The catheter was inspected tactilely and under magnification. There was blood in the inflation lumen and the balloon was tightly wrapped. There were multiple hypotube kinks and the hypotube was broken 74.5cm from the strain relief. The fracture faces were oval; as if kinked prior to separation. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 20x3.5mm, eccentric, de novo, 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. After an unspecified stent was implanted, a 15mm x 3.5mm quantum maverick catheter balloon was selected to post-dilate the lesion but the shaft broke off during insertion of the device. The physician withdrew the balloon with the unspecified guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.